Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during post-operative telemetry, it was observed that the device had an occasional missing ventricular pace. The sensitivity was increased to determine how frequently this was occurring. The device is still in use. No patient complications have been reported as a result of this event.